Event description:
It was reported in a literature publication that a retrospective, single institution, case-matched analysis of bone graft materials was performed in arthrodesis patients with radiographic evidence of degenerative spondylolisthesis (1-2 levels) with accompanying lumbar stenosis. The 16 patients (30 levels) underwent plf with icbg with rhbmp-2. 35 patients (49 levels) received local bone graft with rhbmp-2. 84.6% and 63.8% of the fused levels were rated good or excellent at 12 months in the icbg and local bone cohorts. There was no evidence of heterotopic bone formation or psoas ossification. Two levels in the icbg/bmp cohort resulted in non-union at 12 months.

Manufacturer narrative:
Literature citation: park et al. Use of recombinant human bone morphogenetic protein-2 (rhbmp-2) without iliac crest bone graft in p osterolateral lumbar spine fusion (plf). Lumbar spine research society poster abstracts, 2012, (poster #3). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.